Event description:
A customer contacted beckman coulter (bec) to report an ise (ion selective electrode) buffer leak in an unicel dxc 600 pro synchron clinical system. Per customer, line 24 connected to the ratio pump was popping off and did not stay on. Line 24 is the line that delivers ise buffer to the electrolyte injection cup (eic). The volume of the leak was approximately 5ml and was contained in the unit. The customer was wearing personal protective equipment (ppe) including a lab coat, gloves and glasses at the time of the event. No injury or exposure was reported. No erroneous patient results were generated.

Manufacturer narrative:
Qc was within range prior to event. A field service engineer (fse) went on-site and found the eic cup valve wires broken. Fse replaced valve and secured routing. Instrument was then primed and no issues were noted. Fse verified system performance. The cause of the event is attributed to the broken eic cup valve wires. (B)(4).